Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a click x construct system was implanted at l2 through l5 on (B)(6) 2011 and the locking caps at l2 and l3 loosened postoperatively. The patient became symptomatic, date and symptom¿s unknown, the surgeon performed a revision surgery on (B)(6) 2014 using another manufacturers construct system. It was further reported the surgeon felt the screws were still strong and left the screws in. However, a new rod and new locking caps were used to complete the construct. No time delay was reported during the revision surgery. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the matrix spine system is a set of instruments and implants intended for posterior pedicle screw fixation, hook fixation, and rod fixation. The applicable technique guide for deformity and degenerative systems (reference #(B)(4)) were reviewed. Two matrix locking caps (part# 04.632.000, lot#6660590, mfg may2011) were returned with the complaint that ¿the patient had a cap at l2 and l3 loosen post operatively.¿ upon receipt of the locking caps it was seen that other than areas of slight discoloration resulting from the implantation/explanation process and time in vivo, there are no signs of damage or deformities to these implants. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initially reported as (B)(6) 2014; should be (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.